Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced neurological dysfunction. An embolism was noted in the right hemisphere and the patient experienced left hemiparesis. A computed tomography was performed. The patient was on warfarin and aspirin at the time of the event. The cause of the neuropathy was considered to be device related. The patient also experienced an arterial thromboembolism in the left subclavian artery. The thromboembolism was confirmed via standard clinical and sample tests. The casual relation with the device was determined to be possibly related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including stroke and thromboembolism. Section 6 of the IFU entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.